Event description:
On september 8th 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported. This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria.

Manufacturer narrative:
User reported inaccuracies between their cgm and bgm. Escalation analysis indicated that although the system was working with expectations, there were some situation in which estimated values provided by the eversense app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating as entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings.customer care recommended that the user continue using the system and to enter calibrations with the exact value reported by the bg meter at the exact time at which the bg was measured. Per dms review, the user was using the system with up to date information.